Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was a ¿cassette not attached properly¿ alarm found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not detect the cassette. Event occurred during testing, there was no patient involvement.